Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy due to menorrhagia, ovarian cyst, vaginal prolapse, and stress urinary incontinence. Due to mesh extrusion, patient underwent excision on (B)(6) 2011.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient experienced pain, extrusion, infection, urinary problems, recurrence and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2015.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and urinary tract infection.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.